Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 26.0 mmol/l. The customer had symptoms such as nausea and treated with manual injection. Customer's blood glucose value was 14.0 mmol/l at the time of the call. Customer reported that the high blood glucose levels began on friday prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer also reported that the insulin pump had an insulin flow blocked alarm. Customer stated that they received another insulin flow blocked alarm after a 5 unit fill tubing was delivered. The customer was advised to discontinue use of pump and revert to back-up plan. The product is not expected to return for analysis.